Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device was unable to be performed as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the torus peripheral stent graft separation and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related as the physician attributed the graft malposition/separation of the peripheral stent graft to anatomical tortuosity of the superficial femoral artery and the adjacent venous system. Heavy calcification of the iliac vessels may have contributed to the reported event but could not conclusively be determined. No procedure related harms were identified. It is unclear what the overlap between the stents was initially. Per the detour IFU, a minimum overlap of 60mm between adjacent stent grafts is recommended. The final patient status was reported as discharge to home on hospital day five. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device remains implanted in patient.

Event description:
The patient was treated for peripheral arterial disease (pad) on (B)(6) 2025. Four detour system torus peripheral stent grafts (psg) were implanted. Prior to the patient being discharged, implant separation of two of the torus psg was identified. Reintervention was completed on (B)(6) 2025 with the implant of three additional torus psgs to reline the separation.